Event description:
It was reported that "[user] was calling to let me know that they had received a system error 7 alarm while troubleshooting the loss of their ECG signal. We discussed exchanging the iabp and tagging the pump and sending to biomed, and he understood. I offered to stay on the line to help make the new connection, but he said he was comfortable". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.